Manufacturer narrative:
Additional from the customer on 06feb2017 regarding the serial numbers of the camino monitors they own (serial numbers: (B)(4)). The customer does not know which monitor was used with the catheter in this incident. The monitors were the regular old camino monitors. It was reported that the monitors were not the problem. The customer used different monitors and different cables and the reading continued reporting "failed catheter."

Event description:
On (B)(6) 2017 a (B)(6) male had the 1104b olm intracranial pressure monitoring catheter placed for a craniectomy and debridement of depressed skull fracture and hematoma. Immediately upon placement, the monitor read "catheter failure". A codman icp catheter was placed the next day after it was brought from another facility thus there was a delay.